Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was reported as "high," but no specific value was provided. To address the high blood glucose, the customer administered a correction injection via mdi. The issue was resolved by changing the infusion set and cartridge, then resuming insulin use. No assistance from a third party was required, and no additional help was deemed necessary as occlusion issues were not frequent.